Event description:
A surgeon reported that there was difficulty purging the cassette. The intraocular pressure became low and there was hemorrhage and choroidal detachment. Additional information has been requested.

Manufacturer narrative:
Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).